Manufacturer narrative:
Device remains implanted. The procedure was a valve-in-valve procedure therefore, no device will be returned for analysis. Conclusion: the device history record review and investigation are in progress. Once the review and investigation are complete a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that a moderate paravalvular leak (pvl) was observed following deployment of this transcatheter bioprosthetic heart valve. A post-implant dilitation with a 24 millimeter (mm) balloon did not improve the pvl. A second valve of the same model and size was implanted valve-in-valve 4 mm lower, and dilitated post-implant with a 24 mm balloon, with an outcome of mild pvl. There were no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.